Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for evaluation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there was no anomaly noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped, but the degree it was shaped is unknown. Continuous flush was maintained for the duration of the procedure and the patient¿s anatomy was fairly tortuous. A .021¿ microcatheter was used in the procedure and was used to complete the procedure. Resistance was noted when attempting to advance the guidewire, but was also noted when attempting to retract it. Upon retraction of the wire is when the distal section broke after an exchange was made to place an atlas stent. The procedure was completed by utilizing another device that was used to remove thrombus to snare the distal end of the wire segment. A catheter was advanced over the proximal end of the wire segment. The device was retrieved and not left in the body. There was a surgical delay but it is unknown how long the actual delay was. The procedure was completed successfully. The patient is doing fine with no adverse effects. The guidewire was being used during a stroke case. Based on the additional information it is probable that device fractured during manipulation of the device inside the patient¿s very tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported guidewire deformed, guidewire difficult to remove/withdraw from catheter, guidewire distal tip broken/fractured during use and guidewire does not have smooth movement as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a stroke procedure resistance was felt while advancing the subject guide wire and started to fold back itself during its advancement. When physician was retracting the subject guide wire to exchange it to place a stent, resistance was felt again and the distal tip of the subject guide wire broke inside the patient's m2 segment. Proximal section of the subject guide wire was taken out along with the micro catheter and the broken tip was retrieved using a stent retriever and two micro catheters. Patient's anatomy was fairly tortuous and is reported to be doing fine. There was a surgical delay but the duration of the delay is unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stroke procedure resistance was felt while advancing the subject guide wire and started to fold back itself during its advancement. When physician was retracting the subject guide wire to exchange it to place a stent, resistance was felt again and the distal tip of the subject guide wire broke inside the patient's m2 segment. Proximal section of the subject guide wire was taken out along with the micro catheter and the broken tip was retrieved using a stent retriever and two micro catheters. Patient's anatomy was fairly tortuous and is reported to be doing fine. There was a surgical delay but the duration of the delay is unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.